Manufacturer narrative:
Testing of actual/suspected device 10: during a preventative maintenance (pm) service, the getinge field service engineer (fse) observed the helium leak, to fix the issue the fse replaced the suspect high pressure regulator and helium lines which corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is: (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: e1(event site telephone (B)(6).